Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters upn: m365sc9218150 model: sc-9218-15 serial: (B)(6) batch: 19464700 UDI: (B)(4).

Event description:
It was reported that the patient's leads are coming out through the skin. No additional information was obtained despite multiple good faith efforts.